Event description:
Patient allegedly received an implant on (B)(6) 2009. Vena cava perforation is alleged. Further allegations include: "anxiety of having a filter that could fail further at any time, but that could not be retrieved without a serious surgery, fear of aggravating his current condition and causing potential future injuries related to the cook ivc filter implantation, [patient] tried not to engage in any activities that caused [patient] to exert myself." Patient reported expired (B)(6) 2020 due to injuries sustained in a motor vehicle accident. Per certificate of death, dated (B)(6) 2020, "immediate cause of death blunt impact injuries to the torso with laceration of the aorta and fracture of cervical vertebrae." Per computed tomography, "there is an infrarenal inferior vena cava filter in place there is strut migration outside the ivc walls anteriorly, posteriorly, medially, and laterally. The greatest strut excursion is seen posteriorly at 4 mm. No pericaval abnormalities. "

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, anxiety, limited physical ability, fear and worry. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, limited physical ability, fear and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on the work order. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Catalog # is unknown but referred to as celect. Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2009. Several prongs of the cook celect filter perforated through the ivc. The patient reportedly expired (B)(6) 2020. Specific details surrounding the patient's expiration are currently unknown, and there is currently no reported allegation of wrongful death. Hospital and medical records have been requested, but not yet provided.